Manufacturer narrative:
The technician isolated the issue to sticking high/low up and head up and down valves. The technician replaced the valves to repair the bed.

Event description:
Information received indicates the bed cannot be raised or lowered correctly.